Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) display is blank (black). The issue started after the telemetry technician at the hospital moved the display monitor. Biomedical engineer was advised to check the video connection between the cns and display monitor and to restart the cns. Restarting the cns fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring system) display is blank (black). The issue started after the telemetry technician at the hospital moved the display monitor.